Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead encountered pacing issues. It was noted that the sleeve of the rv lead was not firmly affixed and the lead had dislodged. The rv lead was repositioned and the sleeve reaffixed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv lead threshold measurement had increased and has been high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.